Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was greater than 600 mg/dl. Reportedly, the customer administered a bolus via the pump, drank water and avoided eating carbohydrates to address elevated bg level. The customers parents assisted the customer with checking bg levels.